Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 130-350 mg/dl. Reportedly, customer continued using pump for insulin therapy.